Event description:
The plastic inner cannula came out of the da vinci monoploar scissor device. The device was being irrigated when the blockage was noted, and the plastic sleeve fell out of the device. This caused a slight delay in the case. There was no harm to the patient. The device was not used on the patient.